Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump screen is scratched and difficult to read. Customer stated that he must tilt the insulin pump around in order to be able to read the display. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads. No display anomaly noted.